Event description:
It was reported the patient received the following results within 15 minutes: 117 mg/dl with the instant system and 68 mg/dl with a professional's device on (B)(6) 2024, as well as 108 mg/dl with the instant system and 60 mg/dl with a professional's device on (B)(6) 2024. The customer alleged symptoms like trembling, giddiness, palpation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.